Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ 98: artisyn y-shaped mesh ¿ 3, artisyn y-shaped mesh unknown product ¿ 0, gynecare gynemesh ¿ 12, gynecare gynemesh* ps ¿ 83.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and the mesh was implanted. Following the procedure, the patient experienced mesh erosion of anterior vaginal wall. The patient underwent a removal of mesh and circumferential tissue, a release of the tight mesh on the patient¿s right side and cystourethroscopy on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2016 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.